Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the black box review verified multiple cs 054-0000 alarms on the reported failure date of 11/06/2013. The pump booted with audio/vibration and fully illuminated screen. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation, no evidence of moisture/corrosion was found inside pump, the rf transceiver flex was intact and secure to pcb connector and verify no trace cracks. The pump returned with audio bolus button torn. Bolus button respond on button presses.

Event description:
On (B)(6) 2013, the patient contacted animas to report receiving repeated call service alarms after having replaced the pump¿s battery. The patient stated he received a replace battery alarm on (B)(6) 2013 while disconnected from the pump. The patient informed the animas representative that he always disconnects from the pump for sports. At the time he received the replace battery alarm he was off the pump for approximately 2 hours. The patient reported that he was unable to connect to the pump for an additional hour due to pump issue. In that time period when he was disconnected, the patient stated he obtained an elevated blood glucose (bg) result of 12 mmol/l (216 mg/dl). The patient denied developing symptoms of nausea, ketones or other symptoms suggestive of hyperglycemia. In response to the elevated bg, the patient claimed he self administered 8 units of novorapid by injection. (B)(4). Based on the information provided, there is no indication that the alleged product issue caused and/or contributed to a serious injury. The patient¿s reported bg reading does not meet animas¿ criteria of hyperglycemia. However, this complaint is being reported because the call service alarm issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.